Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage on the insulin pump, button error, and high and low readings from the insulin pump. The customer had low readings as low as 27 mg/dl. The customer treated with a banana and coke. The customer experienced low readings for the last 3 months. The customer's current blood glucose reading is 121 mg/dl. The customer stated that there is a long thin crack across the front of the pump. The customer stated that she had to press the buttons harder. The customer also had high readings on the pump and she gave the correct amount and the only went down 3 points. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased express bolus button dome switch. No unlocked lcd keypad connector. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents and passed the self-test, a21 error test and off no power test. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump had minor scratched lcd window, cracked case, cracked battery tube threads and cracked reservoir tube lip.